Event description:
The pt was implanted with a ventricular assist device. Info received from the vad coordinator: on (B)(6) 2009 the pt had a driveline infection. On (B)(6) 2009, a CT was performed on the head and showed extensive right frontal hemorrhage with significant parenchymal edema, approx. 1.3 cm leftward subfalcine herniation and right uncal herniation. The pt expired on the device.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.